Manufacturer narrative:
The investigation determined that lower than expected vitros vanc and valp quality control and patient results were obtained on a vitros 5600 integrated system. The root cause of this event was user error. The results in question were obtained from vitros microtip reagent packs that were stored on-analyzer while the power to the reagent cooler was off for 18 hours, and it is likely that the reagent packs in use were compromised at the time of testing. The vitros microtip reagent instructions for use instruct the operator to verify performance of the reagents by running quality control if the analyzer is shut down for greater than 30 minutes. Acceptable vitros vanc and valp performance was observed with vanc and valp reagent packs that were stored under ocd recommended conditions.

Event description:
The customer obtained lower than expected vanc and valp quality control results using the vitros 5600 integrated system. Vanc: non-vitros l3: <5.0 ug/ml vs. 33.4; valp: tdm performance verifier I: 27.4 ug/ml vs. 39.0, tdm performance verifier iii: 99.3 ug/ml vs. 127.8. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no allegation of patient harm as a cause of this event. (B)(4).